Event description:
It was initially reported that the pt was referred for prophylactic generator revision and lead replacement due to fracture. A search performed in the MFR's programming history database showed that last diagnostics performed on (B)(6) 2009 were within normal limits. The pt's explanted pulse generator and lead were returned to the MFR for analysis, which have yet to be completed. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.